Event description:
A malfunction was reported on a customer's pump. The customer declined to answer if the issue affected their blood glucose levels. Technical support provided instructions to reset the pump, but the malfunction code recurred. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.